Manufacturer narrative:
No UDI required due to this device was out of production prior to the (B)(6) 2014 UDI regulation date. Attempts have been made to obtain additional patient information; however, at this time no additional information has been received. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a bilateral case of intense light sensitivity at three month post operative lasik treatment. The patient reported very light sensitive even with sunglasses on. Reporter indicated the patient was placed on a tapered topical steroid eye drop dosage, and is being monitored. Attempts have been made to obtain additional patient information; however, at this time no additional information has been received. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.